Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead was positioned but exhibited a drop in amplitude measurements as well as high impedances and loss of capture. The rv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.